Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's implantable pulse generator (ipg) declared end of service had been reached. Patient was unable to recall when the message was displayed. The next course of action is undetermined at this time.

Manufacturer narrative:
A4: patient weight is unknown. The results of the investigation are inconclusive, since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received, revealed the patient's ipg was explanted and replaced to provide resolution.